Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass they experienced a h/s cuvette disconnect error. This event was originally deemed not reportable; however, it has become associated with voluntary safety alert 1124841-12/08/2015-004-c. The safety alert was initiated by terumo on december 8, 2015. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 5, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information). (B)(4). The sample was not returned for evaluation. Since no complaint sample was returned and no product information was provided by the customer, a complete investigation to discover the root cause could not be conducted. In the complaint description, the customer reports an issue with the cdi500 monitor reporting an error in which the cuvette has been electronically disconnected. Potential root causes for the h/s cuvette not electronically connecting to the cdi500 monitor are potentially defective magnets with weak magnetic strength, an issue with the mechanical connection between the cuvette and the sat/crit probe, or an issue with the cdi500 hardware. Its possible that the root cause of the issue was potentially defective magnets with low magnetic strength. These magnets are manufactured by an outside supplier, arnold magnet technologies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.